Event description:
Porta-cath inserted. Placement confirmed per fluoroscopy. Received several doses of chemo 2 mos later. No blood return; catheter noted to be transected and retrieved thru femoral approach under fluoroscopy. Port-a-cath (defective) removed and new one inserted to opposite side of chest; pt returned to or for post-op hematoma, evacuation after procedure.